Event description:
The customer reported that the status log included therapy pca (autotest) and charge/shock failure. The unit did not stop charging after pressing charge button. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.